Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) was exhibiting far r-wave oversensing that was causing inappropriate automatic mode switch (ams). No changes or intervention was reported. There were no patient consequences.